Event description:
Treatment of an aneurysm. On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, it was reported that the implant coil could not be detached with the instant detacher. The physician attempted to detach the implant coil with another instant detacher, but without success.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).